Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the pt received a pt notifier for hvli being out of range. There was a concern that the pt might not receive therapy if it was needed. The physician conducted shock through programmer and.. The device was reprogrammed.